Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. The system error had occurred due to a depleted internal battery. The internal battery was charged for this device. In addition, the rubber feet were missing on the device.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. At this time, the third-party service center investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was a system error occurring during the thirty second run-in testing on the device. The system error had occurred due to a depleted internal battery. The internal battery was charged for this device. In addition, the rubber feet were missing on the device.